Event description:
Event desc: md was performing an angiogram on patient's left leg and located a lesion with associated thrombus in the superficial femoral artery (sfa). A decision was made to deploy a stent. As stent was being advanced in the sfa, it was moved past the lesion without difficulty. When the md attempted to come back around the lesion with the balloon stent, the stent unintentionally separated from the balloon (it was not deployed). One it broke away from the deployment system the stent was free floating in the artery. Md attempted to retrieve several times, but was unable to do so. Patient was then moved to the operating room for an emergency open procedure to remove the stent. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).

Manufacturer narrative:
The device history record was reviewed. The device met specifications at the time of manufacture. The initial reporter has been contacted to request the return of the device for evaluation.